Manufacturer narrative:
The reported event of heat was not duplicated and the reported event of bias current error was duplicated. The service technician found motor assembly corrosion during the device evaluation.

Event description:
It was reported that during a procedure at the user facility the remb sagittal saw was overheating. The procedure was completed successfully following a 30-minute delay. No medical intervention and no adverse consequences were reported. It was also reported that during functional testing by a service technician at the manufacturer facility, the remb sagittal saw caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during a procedure at the user facility the remb sagittal saw was overheating. The procedure was completed successfully following a 30-minute delay. No medical intervention and no adverse consequences were reported. It was also reported that during functional testing by a service technician at the manufacturer facility, the remb sagittal saw caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.